Event description:
Event reported by attorney. Legal complaint states that after, and as a result of the implantation of the products, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries. Plaintiff claims to have pop mesh implanted on (B)(6) 2007. No lot number or product code identified.